Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that, during a routine follow-up, this right ventricular (rv) lead exhibited a threshold increase to 3 v, and sensing was noted as being between 5 and 10 mv. The patient is being monitored at the hospital. Subsequently, additional information was received that this patient's threshold is now 1.3 v. It was suspected that the catheter for the chest drain (inserted to resolve a pneumothorax) interfered and created a suction, destabilizing the lead and threshold. The drain was recently removed, and the threshold was stabilized. There were no adverse patient effects reported.